Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection examined the exterior of the sample and found encrustation inside the drainage eye. The sample was tested for flow rate and it was found that no water flowed through the drainage lumen. The drainage eye was clogged with encrustation. This was a patient-related condition and was not manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4).

Event description:
It was reported that the foley catheter stopped draining urine after the patient urine output was consistently 40 -50 ml/hr. The catheter was irrigated and the patient grimaced, as if in pain. The catheter's balloon was deflated and urine began to drain immediately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter stopped draining urine after the patient urine output had been consistently 40 -50 ml/hr. The catheter was irrigated and the patient grimaced as if in pain. The catheter's balloon was deflated and urine began to drain immediately.